Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unspecified side ¿implants hardened nearly straight away added surgery to try and bust the capsule¿, ¿very very calcified capsules¿ and ¿major inflammation¿. Additionally reported ¿chronic fatigue¿, ¿vertigo¿, ¿joint pain¿, ¿feet and heel pain¿, ¿thrush¿, ¿dry eyes and mouth¿, ¿always thirsty¿, ¿frequent urination¿, ¿weight gain¿, ¿anxiety¿, and ¿depression¿ all not related to the device. The device has been explanted.